Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4) carefusion certified service technician was not able to verify the customer's reported issue. The unit passed all testing and met all carefusion manufacturer specifications. Event trace did not show any auto cycling issue. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA".

Event description:
The customer reported model lap top ventilator 1150 was auto cycling while connected to a patient. The patient was removed from the unit and placed on a back up ventilator. The customer confirmed there was no patient harm associated with the reported event.